Event description:
Initially, a homechoice patient (hp) reported a low drain volume alarm to the baxter technical service representative (tsr). Tsr had the hp check lines for closed clamps, kinks, air and fibrin. Hp indicated there was fibrin in the line and advised the patient to end therapy because the fibrin will continue to cause the machine to alarm. During a follow up call 7-23-10 the nurse advised, the fibrin was cleared and the patient was in the hospital at the time with peritonitis due to a colonoscopy. The nurse stated the peritonitis was unrelated to technique or therapy. The patient is currently on hemodialysis and doing fine with therapy. Additional information received from the facility nurse on 07/26/2010 indicates: the patient was hospitalized on (B)(6) 2010 for complaints of weakness, low hemoglobin and elevated prothombin time (pt). On that date the patient was diagnosed with peritonitis. The effluent was cultured and results were negative. A cell count was taken but the results are unknown. A gram stain was taken and the results were negative. All labs were drawn on (B)(6) 2010. The patient was treated with intravenous zosyn and levoquin (dose and length of therapy unknown). The patient also received vancomycin intraperitoneal (ip) (dose and length of therapy unknown). It is unknown what date the patient was discharged from the hospital, however, the nurse indicated it was at the end of (B)(6) 2010. The nurse indicated the cause of the peritonitis seemed to be related to gastrointestinal issues that the patient was experiencing and unrelated to any baxter product or solution. No retraining was required. The patient has recovered from this event of peritonitis.

Manufacturer narrative:
(B)(4). The device was not returned therefore no evaluation was performed. The device number is unknown therefore a device review could not be performed. Should additional information become available a follow up report will be submitted. Baxter has received similar reports of peritonitis.

Manufacturer narrative:
(B)(4). Root cause could not be determined. The serial number was not provided, therefore a review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem the root cause investigation is in progress.